Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unspecified date in 2013. This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The break in aseptic technique was further specified as human contamination. The peritonitis manifested as cloudy effluent and symptoms of feeling ill. The patient was not hospitalized but began treatment with vancomycin intraperitoneally (ip) (once a week; dose not reported) for the event. The patient was retrained on aseptic technique and was reported to have recovered from the peritonitis. No additional information is available at this time.